Manufacturer narrative:
(B)(4). Initial reporter occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was used to administer a 100ml infusion over 46 hours at a rate of 2.2ml/hr. The pump got "no disposable" alarms. The patient got 41.5ml of the 100ml dose and the pump stopped and could not be re-started. The patient went to the clinic and the same pump was used with the a new cassette. The programming mode was continuous. The administration set was primed using a syringe distal technique. There was no patient injury.